Event description:
Pt was assisted out of bed. Gown, sheets damp. Odor of tpn detected. Tubing checked and found to be "torn" about 3 inches above the blue filter set. New tubing primed, connected to pt. Accuchek - bs- was 101. PICC site checked and ok.